Event description:
The customer reported the system displayed an interlock error code. This will likely result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The card cable connector was replaced. The system was then found to be operating as intended.